Event description:
It was reported that the patient's pump demonstrated an alarm for no disposable. Troubleshooting included turning the pump off and back on, removing and tapping the cassette on a hard surface and rubbing the tubing, but after replacing the cassette the alarm still persists. The pump was powered off and the patient will proceed to their appointment. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.